Event description:
It was reported that during an a-fib procedure, the lasso nav eco catheter was not recognized by the c3 system. The user tried to fix the issue by exchanging the interface cable without success. The case was completed with a new catheter. There was no patient consequence. The customer was requesting the replacement of the catheter and the cable. The complaint reported was not indicative of a reportable event. Upon visual inspection of the returned complaint catheter, on (B)(4) 2012, bwi failure analysis lab noted white foreign material underneath on the distal side of electrode #19. No additional information regarding catheter condition was received. The presence of foreign material under the ring is indicative of a reportable event, thus making (B)(4) 2012 as the alert date for this report.

Manufacturer narrative:
Investigation is still in progress. A supplemental report on device evaluation will be submitted once it is completed. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that this lasso nav eco catheter was not recognized by the c3 system. Per the reported event, the catheter was tested for eeprom, carto and calibration functionality. The catheter passed these tests. Upon visual inspection of the returned complaint catheter, bwi failure analysis lab noted that the catheter had white particle debris underneath the ring # 19. This condition was not originally reported on the complaint. A ft-ir test was performed to in order to identify the type of foreign material; the results demonstrated that the particle is an acrylate - based material. It is unknown how the ring was damaged and the origin of the foreign material. The device history record (DHR) was reviewed and no anomalies were found related to this failure mode. In addition, DHR review verifies that the device was manufactured in accordance with documented specification and procedures. In addition, all the catheters are inspected for visual damages before packaging. On line inspections are in place to prevent this type of damage/defect from leaving the facility. Investigation regarding the foreign material found at bwi failure analysis lab that was not reported in the complaint resulted in an internal corrective action that was opened to address this issue.